Manufacturer narrative:
Complete event site city: (B)(6) event site postal code event site telephone . The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during insertion, the guidewire could not be passed through the intra-aortic balloon (iab). Upon inspection, a depression was found on the iab 10 centimeters from the tip. There was no damage noted to the iab packaging. A new iab was inserted successfully to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only.providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane partially unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing approximately 75.4cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was able to be cleared. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and the inner lumen was observed to be occluded. The technician was able to clear the occlusion and the guidewire was then successfully inserted. The inner lumen was observed to be occluded with dried blood, confirming the reported difficulty to insert iab through the guidewire. Additionally, the evaluation confirmed the reported kink. We are unable to determine how this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).